Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five pt samples when using the access 2 immunoassay system. Customer initially called beckman coulter, inc (bci) to report controls were out of range and pt samples were elevated, after instrument maintenance was performed. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Instrument was serviced by beckman coulter, inc. Repeat analysis was performed after the instrument was serviced. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five pt samples when using the access 2 immunoassay system. Customer initially called beckman coulter, inc (bci) to report controls were out of range and pt samples were elevated, after instrument maintenance was performed. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Instrument was serviced by beckman coulter, inc. Repeat analysis was performed after the instrument was serviced. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
There were quality control (qc) issues with the level 2 mas qc after maintenance. (Mas is the brand name of the controls.) The customer recalibrated and the qc was still out for level 2 mas qc. The customer normally runs 4 levels of control. The customer also ran bci qc and all three levels were within 1 standard deviation. The customer ran a system check on (B)(6) 2010 at 5:19pm after maintenance and it passed all parameters well within specification. The customer then ran pts and they all resulted above the customer's negative cutoff of 0.04 ng/ml. The laboratory's protocol is to screen with the biosite triage meter. The biosite triage meter produced results of <0.05ng/ml. The customer will normally get results < 0.04 ng/ml when the triage is <0.05 ng/ml. The customer also pulled samples that were negative yesterday and reran them and some went from <0.04 ng/ml to >0.04 ng/ml. On (B)(4) 2010, the field service engineer (fse) changed the aspirate probes and performed the high sensitivity system check which met published specifications. There were no hardware issues that would have contributed to the elevated results. There were no deficiencies identified with the aspirate probes that were removed. As a preventive measure the fse recommended the customer dispose of those aspirate probes and buy a new set. On (B)(6) 2010, customer stated the access 2 was running w/o incident and the level 2 qc was within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Manufacturer narrative:
There were quality control (qc) issues with the level 2 mas qc after maintenance. (Mas is the brand name of the controls.) The customer recalibrated and the qc was still out for level 2 mas qc. The customer normally runs 4 levels of control. The customer also ran bci qc and all three levels were within 1 standard deviation. The customer ran a system check on (B)(6) 2010 at 5:19pm after maintenance and it passed all parameters well within specification. The customer then ran pts and they all resulted above the customer's negative cutoff of 0.04 ng/ml. The laboratory's protocol is to screen with the biosite triage meter. The biosite triage meter produced results of <0.05ng/ml. The customer will normally get results < 0.04 ng/ml when the triage is <0.05 ng/ml. The customer also pulled samples that were negative yesterday and reran them and some went from <0.04 ng/ml to >0.04 ng/ml. On (B)(4) 2010, the field service engineer (fse) changed the aspirate probes and performed the high sensitivity system check which met published specifications. There were no hardware issues that would have contributed to the elevated results. There were no deficiencies identified with the aspirate probes that were removed. As a preventive measure the fse recommended the customer dispose of those aspirate probes and buy a new set. On (B)(6) 2010, customer stated the access 2 was running w/o incident and the level 2 qc was within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Manufacturer narrative:
There were quality control (qc) issues with the level 2 mas qc after maintenance. (Mas is the brand name of the controls.) The customer recalibrated and the qc was still out for level 2 mas qc. The customer normally runs 4 levels of control. The customer also ran bci qc and all three levels were within 1 standard deviation. The customer ran a system check on (B)(6) 2010 at 5:19pm after maintenance and it passed all parameters well within specification. The customer then ran pts and they all resulted above the customer's negative cutoff of 0.04 ng/ml. The laboratory's protocol is to screen with the biosite triage meter. The biosite triage meter produced results of <0.05ng/ml. The customer will normally get results < 0.04 ng/ml when the triage is <0.05 ng/ml. The customer also pulled samples that were negative yesterday and reran them and some went from <0.04 ng/ml to >0.04 ng/ml. On (B)(4) 2010, the field service engineer (fse) changed the aspirate probes and performed the high sensitivity system check which met published specifications. There were no hardware issues that would have contributed to the elevated results. There were no deficiencies identified with the aspirate probes that were removed. As a preventive measure the fse recommended the customer dispose of those aspirate probes and buy a new set. On (B)(6) 2010, customer stated the access 2 was running w/o incident and the level 2 qc was within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Manufacturer narrative:
There were quality control (qc) issues with the level 2 mas qc after maintenance. (Mas is the brand name of the controls.) The customer recalibrated and the qc was still out for level 2 mas qc. The customer normally runs 4 levels of control. The customer also ran bci qc and all three levels were within 1 standard deviation. The customer ran a system check on (B)(6) 2010 at 5:19pm after maintenance and it passed all parameters well within specification. The customer then ran pts and they all resulted above the customer's negative cutoff of 0.04 ng/ml. The laboratory's protocol is to screen with the biosite triage meter. The biosite triage meter produced results of <0.05ng/ml. The customer will normally get results < 0.04 ng/ml when the triage is <0.05 ng/ml. The customer also pulled samples that were negative yesterday and reran them and some went from <0.04 ng/ml to >0.04 ng/ml. On (B)(4) 2010, the field service engineer (fse) changed the aspirate probes and performed the high sensitivity system check which met published specifications. There were no hardware issues that would have contributed to the elevated results. There were no deficiencies identified with the aspirate probes that were removed. As a preventive measure the fse recommended the customer dispose of those aspirate probes and buy a new set. On (B)(6) 2010, customer stated the access 2 was running w/o incident and the level 2 qc was within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five pt samples when using the access 2 immunoassay system. Customer initially called beckman coulter, inc (bci) to report controls were out of range and pt samples were elevated, after instrument maintenance was performed. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Instrument was serviced by beckman coulter, inc. Repeat analysis was performed after the instrument was serviced. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five pt samples when using the access 2 immunoassay system. Customer initially called beckman coulter, inc (bci) to report controls were out of range and pt samples were elevated, after instrument maintenance was performed. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Instrument was serviced by beckman coulter, inc. Repeat analysis was performed after the instrument was serviced. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five pt samples when using the access 2 immunoassay system. Customer initially called beckman coulter, inc (bci) to report controls were out of range and pt samples were elevated, after instrument maintenance was performed. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Instrument was serviced by beckman coulter, inc. Repeat analysis was performed after the instrument was serviced. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
There were quality control (qc) issues with the level 2 mas qc after maintenance. (Mas is the brand name of the controls.) The customer recalibrated and the qc was still out for level 2 mas qc. The customer normally runs 4 levels of control. The customer also ran bci qc and all three levels were within 1 standard deviation. The customer ran a system check on (B)(6) 2010 at 5:19pm after maintenance and it passed all parameters well within specification. The customer then ran pts and they all resulted above the customer's negative cutoff of 0.04 ng/ml. The laboratory's protocol is to screen with the biosite triage meter. The biosite triage meter produced results of <0.05ng/ml. The customer will normally get results < 0.04 ng/ml when the triage is <0.05 ng/ml. The customer also pulled samples that were negative yesterday and reran them and some went from <0.04 ng/ml to >0.04 ng/ml. On (B)(4) 2010, the field service engineer (fse) changed the aspirate probes and performed the high sensitivity system check which met published specifications. There were no hardware issues that would have contributed to the elevated results. There were no deficiencies identified with the aspirate probes that were removed. As a preventive measure the fse recommended the customer dispose of those aspirate probes and buy a new set. On (B)(6) 2010, customer stated the access 2 was running w/o incident and the level 2 qc was within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.